Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 5 months, 5 days. It is unknown when the lvad was explanted from the patient after expiration; however, it was reported that the device will be available to the manufacturer for analysis. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced dysphagia starting on (B)(6) 2019. The patient reported difficulty swallowing and concern for aspiration. The patient failed the swallow evaluation and modified barium swallow study. Reduction in laryngeal movement, mistiming, partial hyolaryngeal excursion, and incomplete closure of laryngeal vestibule were noted. Visible residue remained with use of thin liquids and straws. Actions taken were reported as hospitalization and potential placement of dobhoff tube. On (B)(6) 2019, stroke alert was activated due to noted decrease in movement on right side, unintelligible speech and inability to deviate eyes toward the right. Aphasia was noted, as well as nausea, vomiting, headache and increased confusion. The patient was found to have intraparenchymal hemorrhage and subsequently expired on (B)(6) 2019. There were no device alarms associated with the event. Additional information received (B)(6) 2019 reported the date of onset of stroke/ initial symptoms was (B)(6) 2019 in the late evening and stroke alert was called in the early morning on (B)(6) 2019. The reported symptoms of dysphagia are thought to be a separate event unrelated to the stroke per the clinician. The device was operating as intended. It was reported the pump will return for investigation. No additional information was provided.